Manufacturer narrative:
Additional information: d4: UDI number, h4, and h6: method, results, and conclusions. The returned torque wrench was evaluated. Visual inspection found that the tip of the device is broken rendering it nonfunctional. There were no other signs of damage on the device. It is possible that the device was not aligned with the plug or was rotated past the arrow alignment and subsequently exerted too much torque on the device; however, this cannot be conclusively determined based on the information provided. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a torque indicating wrench fractured off during surgery. Alternative instrumentation was not needed to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a torque indicating wrench fractured off during surgery. Alternative instrumentation was not needed to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a torque indicating wrench fractured off during surgery. Alternative instrumentation was not needed to complete the procedure. There were no reported patient impacts associated with this event.